Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for post laminectomy pain and failed back syndrome-other. It was reported that per an op not, the battery was replaced in 2005. Hcp stated the first ins battery only lasted 10 months. Hcp stated the first ins was replaced with rechargeable device. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.